Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received multiple suspected inappropriate atp therapies. The patient presented in clinic with complaints of pain from possible phrenic nerve stimulation or atp therapies. Programming changes were made. No further information is available.